Manufacturer narrative:
(B) (4): pseudoarthrosis - (B) (4): the plate was returned for eval. Visually confirmed locking ring broken on both sides of superior locking ring caps. X-ray review shows pseudoarthrosis and mild spondy and collapse appears to have occurred at c6-7. Screw back out has occurred at c5 without significant angulation developing between plate and c5 screw. Etiology is inconclusive. A review of the device history records did not identify any applicable nonconformance to spec.

Event description:
It was reported that the pt underwent an anterior cervical discectomy and fusion at c5-7. Sometime post op, the pt presented with neck pain. X-ray revealed that a screw had backed out at c5. The pt underwent revision surgery and the plate and screws were removed and replaced with new instrumentation. After removal of the plate, it was found that the locking mechanism was broken. The pt had fused at c5-6, but had non-fusion at c6-7.